Event description:
It was reported that the patient presented with noise oversensing on the right ventricular lead. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.